Event description:
No vacuum was present inside the actual urine drainage bag, making it necessary to manually open the valve on the bag in order to facilitate drainage of the bladder which would typically signal good placement of the urinary catheter.